Manufacturer narrative:
(B)(4) (B)(6) an evaluation was performed on the returned device. Functional testing found that the device operated as intended, passing all volumetric accuracy testing. No non-conformance was found associated with the manufacturing of the device. Based on the customer report and evaluation findings, the event was determined to be caused by use error. The repeater pump operator manual provides step by step instructions on calibration. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that at the end of a patient's infusion, the chemotherapy bag contained a higher than desired volume remaining in the bag. The repeater pump was used to pump the base fluids (dextrose and normal saline) for the chemotherapy bag and the reported event indicated an over-delivery of the base fluids. The chemotherapy drug is manually added to the bag. The patient is stable. There was no reported medical intervention. During troubleshooting, baxter technical support determined the customer had been calibrating the repeater pump incorrectly. Directions for correct calibration were provided to the customer. No additional information is available.